Event description:
It was reported that the device experienced a power on reset. The device was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Performance data collected from the device was analyzed and revealed a power on reset - power on reset parameters, with 2 - pors for critical ram parity error, addr=0dc2, data=10 on (B)(6) 2008 07:57:51 and mem test, on (B)(6) 2010 21:16:51 and 1 - patient alert for device circuit error on (B)(6) 2010 21:16:51.